Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) "triggered incorrectly five times in ten minutes because it misread the heartbeat, double the actual reading. This resulted in a three day hospital stay and a damaged arm," follow up concluded t-wave oversensing of atrial fibrillation (af) occurred on the right ventricular (rv) lead, which was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.